Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2016 with the following findings: during investigation, the pump was powered on to a dim pink display. Unrelated to the original complaint, a crack in the battery compartment was found above and below the grip pad. A base crack was found between the case seal and the keypad. A crack in the cover was found between the corner of the lens and the case seal.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.